Event description:
In evening, while getting ready for bedside shift report, the oncoming nurse noted a low mean arterial pressure (map) of 56 on the patient's monitor. Upon entering the room, the IV pump was found to be turned off. Patient had been on norepinephrine at 0.08, but the pump was off. Drip restarted at 0.04 based on quick return of map to 65 and cardiac index was listed as 3.6.